Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed that the device had repetitive failures relating to low battery alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log identified battery low and f-6 alarms. The cause of the condition was determined to be a damaged/swollen battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.